Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 486 mg/dl. Customer said her doctor prescribe prednisone and she was hospitalized last week and yesterday until today her blood glucose running high and she cant control it with the insulin pump. Customer was treated their hyperglycemia with insulin pump and manually. Customer mentioned that the infusion set's cannula was bent. At hospital customer was treated with intravenously. Customer reported that the auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.